Event description:
It was reported that during a splenic aneurysm embolization case, the coil couldn't go through the glidecath. When the physician pulled the coil out of the catheter, the coil detached inside. A new catheter was used and the procedure was successful. No harm or injury was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned. If the device is received the investigation will be performed and a supplemental report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device

Manufacturer narrative:
The investigation of the returned coil system found the proximal connector kinked and the pusher damaged at the distal end. The implant was returned stretched, separated from the pusher, and stuck inside the microcatheter. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.